Manufacturer narrative:
H3: product analysis of part # g6626526, lot # h5886158 - visual and optical inspection revealed the implant was returned damaged. The implant has cracked next to where the release/lock mechanism is. The implant is fragile and can overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior cervical arthrodesis. It was reported that during insertion of the screw, the cage broke. There was no patient symptom reported. There were no further complications reported regarding the event.